Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast reconstruction with mentor lumera 345cc textured round gel implants and experienced bilateral rupture post procedure. Additionally, bilateral baker¿s grade iii capsular contracture was noted. As a result, replacement with mentor gel implants was performed. See 1645337-2019-09920 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the device photos was completed by the failure analysis lab on 5/8/2019. Device evaluation summary: it was reported that a caucasian female underwent primary breast reconstruction with mentor lumera 345cc textured round gel implants and experienced bilateral rupture post procedure. Additionally, bilateral baker¿s grade iii capsular contracture was noted. The customer provided some photos of the actual devices involved in the complaint. Based on the photos, the implants appears ruptured. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5707604 on 5/3/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).